Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon performed revision on a patient's left hip due to persistent hip pain. Rep reports that the surgeon suspected loosening in the implants. The stryker stem was not explanted.